Manufacturer narrative:
(B)(4). The transmitter complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The receiver (B)(4) that was used with the complaint device was also returned for evaluation. The complaint of intermittent out of range alert was confirmed through the receiver's log review, the receiver was visually inspected and no defect was found. Functional testing was performed on the receiver and the reported fault could not be reproduced.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, the patient experienced a seizure due to low blood glucose values. An inaccuracy at the time of the event was not reported, however an intermittent antenna prior to the event occurring and an inaccuracy after the event was reported. The patient's mother reported that an endocrinologist was consulted and at the time could not conclude the source of her son's low blood glucose events. At the time of the call to dexcom technical support, the patient's mother reported her son was in normal condition.